Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal sufentanil and ropivacaine via an implantable pump. The dose and concentration were unknown. It was reported that the patient presented for a scheduled refill. The expected reservoir volume (erv) was 5 ml, and the actual reservoir volume (arv) was 29 ml. As the patient was leaving the refill, he stated that he felt unwell. The patient felt paralyzed from the neck down, with compromised airway. The patient was unconscious. The patient was admitted to the intensive care unit (ICU) and intubated. The patient had since been discharged and was at home. The patient recovered did not experience any residual paralysis. The cause of the volume discrepancy was not determined. The cause of the patient¿s unconsciousness after the refill was also not determined, but it was assumed to be from opioids post-pump refill. The patient¿s unconsciousness was related to the device. The device was placed into permanent shutdown.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative, it was reported, that the reservoir volume was updated, and the patient left the refill room. The patient collapsed in the waiting area, and the pump was set to minimum rate. It was confirmed, that there were no programming errors at the refill, that could have caused the patient symptoms. It was confirmed, that there were no errors in the drug from the pharmacy could have caused the patient symptoms. The hcp was unsure, if the pump reservoir was aspirated again. After the patient began experiencing symptoms, after the refill to verify the amount of drug in the reservoir. No date was set with regards to any plan to explant the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8596sc lot# b0914729k implanted: (B)(6) 2009 explanted: (B)(6) 2020 product type catheter h3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned pump passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection of the sutureless connector (sc) identified coring/tearing/cuts in the cup of the connector. H6: result code 213 applies to the pump. Result code 180 applies to the catheter. Conclusion code 67 applies to the pump. Conclusion code 12 applies to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in response to a request for follow-up. It was reported that during the refill imaging (such as fluoroscopy) was not used to confirm needle position, but the fluid observed as it was removed from the pump had the expected appearance, bubbles in the extension set were observed to be drawn into the pump after opening the clamp and before filling the pump, and during injection the drug was periodically withdrawn to confirm it had the expected appearance. A session report was provided where at the beginning of the session the reservoir volume was 5 ml and updated to 40 ml, and also the pump was set to minimum rate. The logs from that report showed that the most recent update to the pump had been on (B)(6) 2020. The other session report showed the update to the pump to permanent off state.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis has not been completed as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: fdm updated to 4118. Fdr updated to 3233. Fdc updated to 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via product return paperwork, indicating the system had been explanted and sent for return. The patient had been admitted to the hospital on (B)(6) 2020.